Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved in this complaint and completed the device evaluation. The failure analysis (fa) investigation replicated and confirmed the customer-reported complaint. Fa found the primary failure of frayed grip cable at the distal end to be related to the customer-reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was noted to have defective wire. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a grip cable frayed at grip hub. Some filaments/bundles of cables were frayed, but the cable was not fully broken and was not loose. The instrument had 12 remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the frayed cable did not exhibit any sharp edges or damage that would have contributed to the frayed cable. A review of manufacturing history indicated no related nonconformances. It was observed that the location of the frayed cable at grip hub aligned with when the grips were in the max yaw position. The location of the fraying suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying. The complaint was confirmed by failure analysis.